Manufacturer narrative:
The manufacturer previously reported information received alleging during clinical and therapeutic use the trilogy o2 device had switched to standby screen while in use by a patient. The patient experienced cardiac arrest due to a reported unintentional cessation of therapy (user inadvertently powered off the device). It was reported that the device was powered back on and fio2 was increased (unspecified value). Approximately 30 minutes later the device was replaced with a backup device (make/model unspecified). The patient was noted to have recovered. This has been reviewed by the clinical expert. The clinical assessment of the adverse event has been assessed as a serious injury as defined in 21 cfr 803.3(w). No causal relationship of the device was found, however contribution of the device use to the patient serious injury has been confirmed: inadvertent termination of therapeutic delivery during clinical use. The sales rep arrived at the hospital and retrieved the device. The device's event log was analyzed, and it was verified that there was no possibility of device failure. Therefore, the device will not be sent to the repair center for evaluation. The repair center was requested to verify the logs of the device via usb. The device's event log analysis results were received from the repair center. "The log indicated someone had turned off the power. This was reported to the facility, who suggested that this might become a police matter". A "high inspiratory pressure" alarm sounded before the power was turned off. Currently checking whether there are any other medical procedures. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The device was returned to the manufacturer's service center for evaluation. Upon evaluation, the reported issue was not duplicated during an operational check. Upon checking the log, the history that the device switched to stand-by by user's operation was recorded in the time of occurrence for the reported issue. The log time (internal clock time of the device) was 5 minutes behind the actual time. The software version was checked. (1.06.10.00). This device will be returned without repair work as per a request.

Event description:
The manufacturer received information alleging during clinical and therapeutic use the trilogy o2 device had switched to standby screen while in use by a patient. The patient experienced cardiac arrest due to a reported unintentional cessation of therapy (user inadvertently powered off the device). It was reported that the device was powered back on and fio2 was increased (unspecified value). Approximately 30 minutes later the device was replaced with a backup device (make/model unspecified). The patient was noted to have recovered. This has been reviewed by the clinical expert. The clinical assessment of the adverse event has been assessed as a serious injury as defined in 21 cfr 803.3(w). No causal relationship of the device was found, however contribution of the device use to the patient serious injury has been confirmed: inadvertent termination of therapeutic delivery during clinical use. The sales rep arrived at the hospital and retrieved the device. The device's event log was analyzed, and it was verified that there was no possibility of device failure. Therefore, the device will not be sent to the repair center for evaluation. The repair center was requested to verify the logs of the device via usb. The device's event log analysis results were received from the repair center. "The log indicated someone had turned off the power. This was reported to the facility, who suggested that this might become a police matter". A "high inspiratory pressure" alarm sounded before the power was turned off. Currently checking whether there are any other medical procedures. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.